Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Event description:
It was reported that all lights flash at power up of the carelink monitor (clm), which had been successfully in use for some time. However, after the patient relocated, it failed to power up properly. Therefore the clm was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that all lights flash at power up of the carelink monitor (clm) which had been successfully in use for some time, however, after the patient relocated it failed to power up properly. Therefore, the clm was replaced. No patient complications have been reported as a result of this event.